Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a falling lead impedance trend into a low range. Threshold measurements were also unstable and had risen into a high range. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)